Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2009 patient presented for an office visit due to low back pain and leg pain bilaterally. She had numbness, and tingling to the right leg from knee all the way down to her toss. Reviews of symptoms: sweats and fatigue. Gastrointestinal: complaints of excessive appetite. Musculoskeleteal: complaints of muscle cramps, back pain, muscle weakness, loss of strength, muscle aches. Neurologic: complaints of poor balance, headaches, numbness, tingling, brief paralysis, weakness, and tremors. Spine, ribs, pelvis: thoracic: no scar, normal alignment, and no deformity. Lumbar: step off at l3-l4, tender mildly throughout lumbar spine. Sacrum/pelvis: both posterior ileac spine tender, greater trochanter non lender skin and subcutaneous: no scars or neurocutaneous stigma. Right upper extremity: inspection: good alignment, no atrophy, fasciation or masses. Range of motion: full rom with no pain. Left upper extremity: inspection: good alignment, no atrophy, fasciculation or masses. Range of motion: full rom with no pain. Right lower extremity: inspection: good alignment, no atrophy, fasciculation or masses. Left lower extremity: inspection: good alignment, no atrophy, fasciculation or masses. X-rays were reviewed and the problems were spondylolisthesis, radiculopathy, thoracic/lumbar. Patient underwent MRI of lumbar spine. (B)(6) 2009 the patient underwent spinal l3-4 transforaminal lumbar interbody fusion (tlif) from the right using rhbmp-2/acs with another layer of morselized bone with the cage impacted with a good position on lateral fluoroscopy. The pedicle screws were sounded on the right at l3 and l4 and tapped out to a 40mm depth with 50mm screws placed with the good firm purchase. Good positon was obtained on x-ray, ap and lateral. A 40mm straight rod was secured with cap screws. They were torqued tight. There was no bleeding. The patient was transferred to the recovery room in stable condition to treat l3-4 spondylolisthesis. (B)(6) 2009 patient presented for follow-up visit the upper thigh pain had before surgery was better but she had numbness, from right knee down to the inside of her foot. She had back pain. Sutures removed without difficulty. Incision healing well. Musculoskeletal: complains of muscle cramps, joint pain, back pain, stiffness, muscle weakness, loss of strength, muscle aches. Neurologic: complains of headaches, numbness, tingling, brief paralysis, weakness, excessive daytime sleeping. Psychiatric: complains of anxiety, depression, and thoughts of violence. Assessment: radiculopathy, thoracic/lumbar as improved spondylolisthesis, acquired as improved. (B)(6) 2009 patient presented for an office visit for follow-up for numb on her right anterior calf. Musculoskeletal: complains of back pain, stiffness, loss of strength. Neurologic: complains of difficulty with concentration, poor balance, headaches, numbness, falling down, weakness, sensation of room spinning, excessive daytime sleeping. Psychiatric: complains of anxiety, depression. Patient underwent MRI-pacs- bit of settling into the superior endplate of l4. There appears to be some fusion progressing slowly, still well aligned, good hardware position at l3-4. Alignment better at l3-4 than it was pre-op. The foramen is open bilaterally. Some scar on the rt side where surgery was done. Assessment comment: may need calcitonin supplement. (B)(6) 2011 patient presented for an office visit complained that her right leg started going. At times her back catches and unable to move. Musculoskeletal: complains of muscle cramps, joint swelling, back pain, muscle weakness, arthritis, loss of strength, muscle aches. Neurologic: complains of difficulty with concentration, poor balance, headaches, disturbances in coordination, numbness, tingling, weakness, sensation of room spinning, memory loss. Psychiatric: complains of anxiety, depression. (B)(6) 2011 patient presented to office for a follow-up visit due to continued pain. Musculoskeletal: complains of joint pain, back pain, stiffness, muscle weakness, loss of strength, muscle aches. Neurologic: complains of difficulty with concentration, poor balance, headaches, disturbances in coordination, numbness, falling down, tingling, weakness, fainting, excessive daytime sleeping, memory loss. Psychiatric: complains of anxiety, depression.